Event description:
The customer reported a leak coming from the cap piercer blade wash block of a unicel dxc 600 synchron system. The customer wore personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. No erroneous results were generated and there was no change to patient treatment. The customer reported replacing the wick but the leak was not resolved. Customer technical support (cts) assisted the customer with troubleshooting and the customer noticed that the blade wash valve did not open to allow vacuum to draw the wash out of the wash block. Beckman coulter field service engineer (fse) was dispatched and noticed that the closed tubed sampling was flooded. The fse replaced the drain vacuum valve and disassembled and cleaned debris from the cts drain. The fse verified the cap piercer's performance and results met published specifications. Failure mode was determined to be the 3 way solenoid waste valve.

Manufacturer narrative:
(B)(4).